Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that during an unspecified surgery, as the surgeon was drilling, the drill bit broke. The tip of the drill bit remains in the patient¿s bone. There was no surgical delay due to the reported event. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Patient weight was not provided by reporter. Device is an instrument and is not implanted/explanted. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.